Manufacturer narrative:
(B)(4). Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, end cap broken off and cracked battery tube threads.

Event description:
The customer reported via phone call that their insulin pump was damaged. Customer stated the device was dropped and the back part came off. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.